Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar spinal canal stenosis involved in laminectomy procedure. It was reported that at intra-op, it was attempted to use the flexible arm, but the handle was stiff and could not be tightened. The handle was turned with full force, but it didn't move. The operation was completed with borrowed product. Product was used correctly according to the directions given in the IFU/labeling. There was delay in overall procedure time, but for less than 60-minutes. Patient was not hospitalized prolong. There were no patient symptoms or complications reported as the result of this event. No health damage in the patient was reported. On (B)(6) 2021, received additional information that during operation, the wheel stuck. It started to move by lubrication, but metal powder came out.